Manufacturer narrative:
Device analysis conclusion: the oad was returned to csi for analysis with the guidewire engaged in the device. A driveshaft fracture was observed at the proximal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint remains undetermined. The oad functioned as intended during testing. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Treatment with a diamondback coronary orbital atherectomy device (oad) was performed following pre-dilation with a 1.5mm angioplasty balloon and intravascular ultrasound (ivus). The target lesion was a severe flexion lesion in the right coronary artery (rca). Two low-speed oa treatments were performed followed by imaging. Four additional low-speed treatments were then performed. Thereafter, fluoroscopy showed the oad driveshaft had fractured. Ivus then confirmed a vessel perforation as well. An angioplasty balloon was used in an attempt to resolve the perforation. However, the perforation could not be resolved, and the patient was sent to surgery. A bypass was performed, and the patient recovered.